Event description:
It was reported that during a vacation visit to thailand, the patient experienced chest pain and presented to the hospital for an angiogram (results not reported). Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), an error code indicating premature battery depletion was displayed. It was noted that the remaining battery longevity was 14%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery was currently unaffected. Device replacement was recommended. At this time, the s-ICD remains in service and no adverse patient effects were reported. It was additionally reported that the device was explanted and replaced in the united states. The device was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a vacation visit to thailand, the patient experienced chest pain and presented to the hospital for an angiogram (results not reported). Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), an error code indicating premature battery depletion was displayed. It was noted that the remaining battery longevity was 14%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery was currently unaffected. Device replacement was recommended. At this time, the s-ICD remains in service and no adverse patient effects were reported.